Manufacturer narrative:
Unit passed the self test, sleep current measurement, active current measurement, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. Pump¿s history and trace files downloaded successfully using thump software. However, no delivery alarms noted in the pump history on 01/22/2025 01/22/2025 12:25:17.000 during bolus. No motor alarms noted in the pump history or long trace files or during testing. No low battery alerts noted during testing. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 01/11/2025 21:03:00, 12/31/2024 12:28:00, and on 12/20/2024 01:50:00. No unexpected low battery alerts listed in the pump trace download. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Force sensor was measured and is within spec (22.8mv at zero offset). No damage noted at the electronic assemblies during visual inspection. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and cracked keypad overlay. Alleged insulin flow block alarms not confirmed during testing. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Charge/battery lasts less than expected was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced power problem-charge/battery lasts less than expected, delivery anomaly-no delivery/occlusion alarm. The customer reported no adverse event. The event involved product(s) mmt-1880l, mmt-332a, mmt-396. Customer reported a short battery life or a low battery alarm. Customer reported a past insulin flow blocked alarm. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-396.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.